Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 at 3:30 pm with blood glucose of 458 mg/dl, at the time of incident and her current blood glucose is 262 mg/dl. Customer states her blood glucose was very high and she changed her set and treated it with insulin pump. Customer's blood glucose went down and then back up. Since the blood glucose stayed high, she went to the hospital. Customer also states she received insulin flow block alarm. The customer experienced symptoms such as nausea. The customer was still in hospital. Customer was wearing the pump at time of hospitalization. Customer declined troubleshoot for high blood glucose. Advised sending replacement sets and reservoirs. The device will not be returned for analysis.